Event description:
Healthcare professional reported, right-side "biocell implant" replacement. Additional report of capsular contracture, baker grade iii and "any creases". The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter address - postal code: (B)(6). (B)(4). Visual analysis of the photographs identified; red encapsulation and white calcification on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and "biocell implant" replacement.